Manufacturer narrative:
During DHR review: all challenge, set-up and in process inspections were performed per control plan and all passed per specifications. No qns were initiated during production. Received a total of 3 units as follows: unit 1 ¿ a fully retracted needle-barrel assembly and a catheter-adapter assembly within an open package from lot: 8127892 unit 2 ¿ a fully retracted needle-barrel assembly and a catheter-adapter assembly within an open package from lot: 8212900. Unit 3 ¿ a fully retracted needle-barrel assembly within an open package from lot number: 8212900. Visual examination: the catheter tips were acceptable per specifications and no evident damage was found on the catheter tubing. The needles were pushed into the out position and the needle tips were acceptable per specifications and no damage was found on the cannula. The needles successfully retracted upon pressing the white button. No physical-mechanical damage was observed on any of the components of the units received and no manufacturing related issues that would trigger the failure experienced by the customer was found.

Event description:
It was reported that 3 of the bd insyte¿ autoguard¿ shielded IV catheters' had needles that wouldn't retract and their hubs wouldn't thread during use. Lot #: 8212900 was reported to have had 2 occurrences of this event and lot#: 8127892 was reported to have had 1 occurrence.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8212900. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-07-31. Medical device lot #: 8127892. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-05-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd insyte¿ autoguard¿ shielded IV catheters' had needles that wouldn't retract and their hubs wouldn't thread during use. Lot # 8212900 was reported to have had 2 occurrences of this event, and lot# 8127892 was reported to have had 1 occurrence.